Event description:
A surgeon reported a pt that was experiencing poor near vision and required additional lighting to read following multifocal intraocular lens (iol) implant surgery. The distance vision is good. The surgeon also reported that the lens might be a little decentered superiorly. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the reporter to properly complete an investigation. Multiple attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).